Manufacturer narrative:
Device evaluation the complaint is confirmed for one (1) of one (1) mobi-c implant (part number mb3596) for the reported failure of retention feature failure during implant insertion. The photos clearly show the implant on the edge of the disc space with endplates misaligned as seen by the metal posts on the inferior plate that shows rotation. The plates are also abnormally spaced apart in addition to the rotation. DHR review the DHR was reviewed. Ncr pr 15767 was initiated for incorrect label information concerning the sterilization method. The labels read "sterilized by irradiation" instead of "radiation sterilized", which presents no risk to the customer. The review of the DHR records revealed no indications of manufacturing issues that would have contributed to this event and the device was likely conforming when it left zimmer biomet's control. -device is for treatment complaint history due to the regularity of the occurrence of this failure and the severity of this event being "0", the risk assessment of this failure is updated on a quarterly basis via etm-00428 and tracked in the monthly complaint trending meeting. As such, the current risk has been found to be within acceptable limits identified in rmr-00107. If an event occurs with a higher severity than that identified in etm-00428, a full evaluation will be performed and the documented risk assessment in the etm will be updated accordingly. Cause as this failure is regularly occurring with known causes and impacts, a more thorough investigation has been documented and can be found in etm-00428. This evaluation provides a full analysis of potential causes based on testing performed by the engineering department, a review of the IFU and stg, as well as an analysis of the failure rates, severities and overall risk evaluations for a time period greater than the standard 12-month evaluation based on rmr-00107. As this etm is being referenced, the failure that has occurred in this event does not exceed the severity identified and is associated with the failure being assessed in the etm. -no actions required

Event description:
It was reported that the mobi-c implant dislodged from the inserter prior to impacting it in. Another mobi-c was used to complete the procedure. No impact to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
On hold for denisse 08/26it was reported that the mobi-c implant dislodged from the inserter prior to impacting it in. Another mobi-c was used to complete the procedure. No impact to the patient.